Event description:
A call center ticket was logged with the following text "part needed for repair". An ibp/temp connector block replacement kit was ordered. No associated symptom was reported. No patient involvement was reported.

Manufacturer narrative:
.